Event description:
It was reported that during left ventricular lead revision; while attempting to reposition the atrial lead, the physician could not insert the stylet. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.